Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: . A "intermittent power" events was not duplicate during investigation . Black box shows evidence of unexplained power on reset events prior to complaint date on (B)(6) 2016. A cartridge change occurred during each event. Pump powers with returned battery cap. Battery cap measures within specifications and is able to fully tighten. Battery compartment intact."audio bolus" button cover is torn. Bolus button is responsive. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.